Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two 425cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast capsular contracture (baker grade IV). As a result, the patient underwent left breast capsulectomy, left breast implant removal and replacement with a 425cc mentor memorygel breast implant (catalog: 3504254bc lot: 9662834 sn: (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2022, the mentor failure analysis lab received a device with a different lot number that what was reported initially. Mentor received a 425cc mentor memorygel breast implant (catalog: 3504254bc lot: 9611638 sn: (B)(6)). On may 26, 2022, mentor became aware that the returned device was the correct suspect medical and the appropriate fields have been populated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On may 31, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.